Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified vessel. A 10mmx3.75mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 12atm when inflated for 8 seconds. The procedure was completed with another of the same device. There were no patient complications reported.